Event description:
It was reported that the ilet pump¿s touchscreen was fractured after an impact, rendering the device unusable and prompting a replacement; the identified affected component was the touchscreen, and the user transitioned to mdi during the interim. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.